Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the device inspection results by the service department of olympus europa se & co. Kg (oekg), there was the possibility that the reported phenomenon was attributed to the failure of the pins and locks of the video connector receiver due to the repeatedly use for a long-term use because more than 5 years had passed from the subject device had been manufactured.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at the service department of olympus (B)(4). It was found that the endoscopic image was intermittently displayed on the monitor, due to the failure of the output socket.there was no report of patient injury associated with this event.